Event description:
Healthcare professional reported left side rupture with silicone leakage diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
The populated explant date is in the future and has not yet occurred. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture, silicone leakage, pain, and 2 affected lymph nodes".

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.